Event description:
Healthcare professional reported through clinical study that the valve was explanted approx. 22 months post implant due to endocarditis. The patient had infective endocarditis at the time of the original implant. The valve was not returned for analysis however a pathology report was sent to the MFR. This is the same patient as reported in 2025587-1997-67.